Event description:
It was reported that during the procedure, a stent strut on a 2.5 x 18 mm mini vision was damaged. Another unknown device was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the balloon was shredding.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent damage was confirmed. Device analysis revealed the balloon was shredding. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for stent damage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.